Manufacturer narrative:
H11: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: provided photos show a hair-like material inside the device packaging. The delivery system sample was returned for evaluation and no foreign material was found attached to the device inside the packaging. The investigation leads to inconclusive results since it was stated that the foreign material was discovered on partial opening of the package. The condition with hair inside the closed packaging is not confirmed. Based on available information, the evaluation of the provided photos and returned sample, the investigation is closed with inconclusive results. A definite root cause for the reported event could not be established. Labeling review: in reviewing the relevant labeling it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding device warnings, the IFU states "examine the packaging and delivery system to determine whether there is any damage or whether the sterile barrier has been compromised. Do not use the device if any of these conditions are observed". G3, h6 (method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient was prepped for a stent placement procedure using covera vascular covered stent. Prior to the procedure, during opening the box and the sterile packaging of the stent graft, a human hair or unknown piece of fuzz or string was identified attached to the stent in the sterile packaging. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. Photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient was prepped for a stent placement procedure using covera vascular covered stent. Prior to the procedure during opening the box and the sterile packaging of the stent graft, a human hair or unknown piece of fuzz or string was identified attached to the stent in the sterile packaging. The procedure was completed using another device. There was no patient contact.